Event description:
Urinary sphincter balloon (reservoir) extruded into subcutaneous tissue resulting in infection. Prosthesis was ruptured in the attempt to properly drain inflammatory space. Pt returned to surgery 7/5/94 for removal and replacement of reservoir.